Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, fecal incontinence. It was reported that they have been having pain. Patient said it is very painful and they can't lay on their bed, patient said said it comparable to the post op pain. Patient thought the ins shifted from the side of their buttocks towards the tailbone. Patient was able to palpate the skin and feel the ins. Reviewed how to connect the communicator to the handset. Patient was able to connect to the implanted neurostimulator. The patient was redirected to their healthcare provider to further address the issue. Patient said they went on a ride at a pizza place and after that they started having pain and felt like "it shifted".